Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 38 mg/dl. Reportedly, customer's body absorbs insulin slow causing the low bg. Customer consumed carbohydrates to address the low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.